Event description:
The customer reported that the alarm powers on but no alarm when pressure is taken off the sensor pad. There was no patient injury reported.

Manufacturer narrative:
(B) (4). (B) (4).